Manufacturer narrative:
Five unused samples of the same lot returned for evaluation. Visual examination using the unaided eye and under microscopy found no abnormalities or defects. The used device in question was not returned. No fault found with the returned samples. Unable to confirm the reported issue.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during change of the catheter, the cannula remained in the patient's skin. No pain or inflammation resulted. No adverse health outcome resulted from this event.